Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient thought that her implantable neurostimulator was infected. She had been treated with four rounds of antibiotics with no improvement. The health care provider explanted the battery and extensions to prevent the infection from spreading and to culture. It was unknown if the infection had resolved at the time of the report; however the patient was given additional antibiotics. No further complications were reported or anticipated.